Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 12 noon when readings of "191, 121 and 246"mg/dl were obtained using the subject meter, all results within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan's criteria for precision. The patient stated that she manages her diabetes using an insulin pump, and it is unclear if she made any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of "high blood sugar, upset stomach, feeling odd, tired and nauseated" approximately 5 hours after the reported issue began, and reportedly self-treated by taking an additional 5 units of insulin in the evening of august 5, 2015. The patient confirmed that her blood glucose was measured using another device (onetouch ultra) at an unspecified time on (B)(6) 2015 with a result of 329mg/dl. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, an approved sample site was being used at the time of testing, the patient's testing procedure was correct and the test strips were not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.